Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h11: investigation results: the speedband superview super 7 device was not returned for analysis. Because the physical device was not available, no visual or functional evaluation could be performed to assess the reported condition. No additional observations could be made beyond the information provided by the customer. The reported event of bands failure to deploy could not be confirmed through product analysis due to the absence of the returned device. A risk review was completed and confirmed that bands failure to deploy is defined in the risk documentation and is documented accordingly. Product record review verified that the device met all manufacturing specifications prior to distribution and no abnormalities were reported during the assembly process. However, due to the limited evidence available and the lack of device return, it is not possible to determine whether the issue was related to procedural technique, device handling, or a potential device related malfunction. Therefore, the most probable root cause for this event is classified as unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an evl procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.